Manufacturer narrative:
Based on the customer's claim against the product, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has not received the product for evaluation. If additional information is obtained, a follow-up MDR will be submitted. A review of the advanced instrument log for the vessel sealer extend (vse) instrument associated with this event was performed by an isi failure analysis engineer (fae). Per the fae, the logs show that the instrument was installed 1 time, and it passed homing 1 time. A total of 45 cut complete, and 2 cut failed events were recorded. Per the logs, 108 seal events were completed using the erbe vio dv generator. The e-100 logs show 19 seal events, of which 7 had high initial starting impedance errors. A total of 4 coag events were also recorded, with no errors. The cut failed events reported in the logs are at a different time stamp than the seal events, with high initial starting impedance errors, and they do not seem related. It is likely that the high initial starting impedance error could have contributed to the insufficient sealing mentioned in the complaint. There were no other errors in the logs related to the vse sealing performance. This is considered a reportable event due to the following conclusion: the vse instrument reportedly did not sufficiently complete a seal, and there was an unspecified amount of bleeding and unplanned removal of additional tissue as a result of the sealing issue. The amount of bleeding, any additional medical or surgical interventions, and the patient's status are currently unknown.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy procedure, there was a sealing issue with the vessel sealer extend (vse) instrument. The issue occurred during the first fire of the vessel sealer extend (vse) on stomach tissue, which was in normal condition. The sealing tones were heard while activating energy, as expected, but the seal completed tones were not heard; there was an amber light on the e-100 generator at the time. The surgeon cut before hearing the seal completed tones, and there was an unspecified amount of bleeding, due to insufficient sealing of the tissue. To resolve the issue, the surgeon used the same vse to cut further up from the original cut line in order to include the failed attempt with the specimen tissue to be removed. The customer moved the vse from the e-100 to the erbe vio dv generator, and they did not encounter any further sealing issues for the rest of the case. The jaws were not immersed in a liquid or contaminated by carbonized tissue prior to or during the sealing cycle. After the case, the surgeon tested the vse with the restarted e-100 on the specimen tissue, and it worked as expected. The vse was disposed of and is not available for return. There were no images or a video recording of the procedure available for review. Information regarding patient demographics, relevant testing, and medical history was requested, however no further details were provided.